Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the implantable cardioverter defibrillator was in backup mode. Analysis of device image revealed that it was corrupt. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could be not be reproduced. The cause of the reported event could not be determined.

Event description:
This report is to advise of an event observed during analysis.